Event description:
One pt with discrepant ck-mb results, initial result 5.25 ng/ml. Same sample repeated twice on different analyzer, same methodology, gave 3.49 ng/ml and 3.47 ng/ml. Same sample repeated on original analyzer gave 3.46 ng/ml. Initial result was reported, the pt was not adversely affected. The field svc rep was unable to determine root cause, however, noted the sample appeared cloudy and contained particulate matter. Performance test performed which were within spec.